Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal follow-up, an alert for premature battery depletion was observed. The device was explanted and replaced. The patient was stable.